Manufacturer narrative:
Concomitant: product ID 8590-1, lot# n117833, implanted: 2007- (B)(6), explanted: 2014-(B)(6), product type accessory. Product ID 8731, serial# (B)(4), implanted: 2007-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient's previous pump and catheter were replaced one week ago after seven years because it died. A manufacturer's representative was reportedly at the replacement surgery. It was also noted that the catheter had a "hole in it for seven years". The patient noted that the doctor should have done a catheter check because he went through procedures and was suffering all those years. It was noted that the patient had been in pain the whole time when he had the old pump and the only thing that gave him relief was the breakthrough medication as he was not getting relief from the pump. The patient reportedly did not remember the surgery and did not remember walking out of the parking lot. It was noted that the patient had had five back surgeries, shoulder surgery, plates in his face, and nerve transplants. The patient's pump was intended to infuse hydromorphone. Additional information was requested, but was not available at the time of report.